Event description:
As traction method was used to remove bolster, the stem of bolster snapped, leaving the bolster within the stomach of the pt.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.